Manufacturer narrative:
The astral device was returned to resmed. Performance testing could not reproduce the reported event. The device was performing to specifications. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient involvement reported.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient involvement reported.

Manufacturer narrative:
Review of the device data logs confirmed battery charger fault alarms. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a defective internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference number: (B)(4).